Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip broken intraoperatively, no patient harm, 30 min surgery delay reported.

Manufacturer narrative:
Additional narrative: (B)(4). One (1) mini poly-axial driver was returned to the customer quality unit for evaluation. Visual inspection of the mini poly-axial driver revealed minor signs of wear and tear. The driver from lot # km828987 has its tip twisted and stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the stripping of the mini poly-axial driver. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.